Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm. The customer¿s blood glucose level was 135 mg/dl. The customer reported that the power error recurred after troubleshooting. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.